Event description:
It was reported that there was an electrical spark and ashes were seen after the spark. It is not sure if the electrical spark related to the cord or the working element. No negative impact in state of health reported. Concomitant device filed under internal complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. Correction to MFR report # from 9610617-2025-00685 to 9610617-2026-00685. Cross reference interal complaint ID: (B)(4). This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
The device was returned to our us facility on april 28, 2026. It will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. Cross reference interal complaint ID (B)(4). This event is filed under internal complaint ID (B)(4).